Event description:
It was reported that during service and repair/pre-testing, it was observed that the foot control device had a cut in the cable with exposed wires. This event is not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a cut in the cable with exposed wires. It was determined that this was due to mishandling of the device by allowing the cable to come in contact with a sharp object. The assignable root cause was determined to be due to mishandling, which is misuse and/or abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.